Event description:
A rep dreamstation auto bipap device was returned manufacturer product investigation laboratory for investigation with information alleging burning smell. During investigation the manufacturer observed no particles nor contamination was observed anywhere in the device. The manufacturer and was not able to confirm the complaint. The device event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes they was not able to confirm the complaint or address the symptoms specified. Device got scrapped.